Manufacturer narrative:
Concomitant medical products: competitor 1156t implantable pacing lead: (B)(6) 2009. T50527h implantable tissue valve: (B)(6) 2005. (B)(4).

Event description:
It was reported that during a routine device change out procedure, there was no capture when the existing left ventricular (lv) lead was inserted into the device header with the device programmed as voo. The lead was immediately disconnected and connected to the original device and there was capture. The device was then programmed to doo and the lv lead was reinserted into the new device. There was capture and it was noted the lv lead threshold measurement was higher on the new device than on the analyzer. The device remains in use. No patient complications have been reported as a result of this event.